Manufacturer narrative:
The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "severe capsular contracture" (grade unknown).

Event description:
Healthcare professional reported for the left side, "severe capsular contracture (grade unknown) and may need implant replacement. Implant may be damaged". Device remains implanted.